Manufacturer narrative:
(B)(4). Initial reporter email (B)(6). Device evaluation: the device was returned to the factory for evaluation. Signs of repeated clinical usage were observed. No signs of blood were observed. The knob on the front of the device was missing and not returned. Based on the condition of the device as returned, the reported complaint for "component missing; power supply (knob)" was confirmed. The customer reported that "the device was 'thrown in the bottom of the cart' and thus broke the knob." The root cause is use error (device was dropped).

Event description:
Warranty expired 03/31/2012. The hospital called to order a replacement knob for the t.w. Power supply and was informed that we do not sell replacements and a new device would need to be ordered. The product warranty is over. The hospital did not report any patient effects. The customer called to order a replacement knob for his vh-3010 power supply [s/n (B)(4) out of warranty]. I told him replacement knobs are not available for these parts. He asked if he would need to replace the whole device. I said yes, we advise against using it without a knob. He said well we can still use it we just don't know what setting it is on. [I'm not sure if he was joking or not] I told him they should not do this as it could be dangerous to a patient. He expressed frustration that the device was 'thrown in the bottom of the cart' and thus broke the knob.

Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
Warranty expired 03/31/2012. The hospital called to order a replacement knob for the t.w. Power supply and was informed that we do not sell replacements and a new device would need to be ordered. The product warranty is over. The hospital did not report any patient effects. (B)(4). The customer called to order a replacement knob for his vh-3010 power supply [s/n (B)(4) out of warranty]. I told him replacement knobs are not available for these parts. He asked if he would need to replace the whole device. I said yes, we advise against using it without a knob. He said well we can still use it we just don't know what setting it is on. [I'm not sure if he was joking or not] I told him they should not do this as it could be dangerous to a patient. He expressed frustration that the device was 'thrown in the bottom of the cart' and thus broke the knob.